Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited noise oversensing. The patient will continued to be monitor. No patient's symptoms reported.